Event description:
During an elective laparoscopic roux-en-y gastric bypass surgery, the endopath ets-flex45 stapler fired an empty white cartridge resulting in a cut. The event was immediately discovered and repaired. Add'l investigation with the MFR rep revealed a defective endopath ets 45 2.5mm cartridge, which resulted in the failure of the safety mechanism and the stapler gum fired an empty cartridge.